Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low r-waves.  Additionally, intermittent rv lead undersensing was noted during a treated episode of fast ventricular tachycardia (vt).  The rv lead remains in use.  No patient complications have been reported as a result of this event.